Event description:
It was reported that, after a glenoid bone loss surgery, a revision had to be performed. The surgeon noted excessive resorption on the distal tibial allograft associated with the use of the round endobutton, as compared to the resorption when using screw fixation. The resorption was noted in the 2 year follow-up MRI and confirmed during the revision surgery. The patient's outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, although the provided report indicates resorption of the distal tibial allograft noted on an MRI taken at two years post op, the image was not provided. An x-ray image dated the same month as the primary shows 4 buttons and some radiolucency around the inferior one of this view. Without the 2-year MRI, revision report and the returned endobutton the root cause of the reported event cannot be concluded. The patient impact beyond the reported clinical findings and the revision could not be determined. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number ¿1020279¿ but the correct manufacturer number is ¿1219602.¿